Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) failure (event) observed during analysis. Analysis found a noise anomaly on the v sense channel. The noise was isolated to the sensing circuitry within the hybrid assembly. However, the root cause could not be determined as the failure mode was lost.

Event description:
This report is to advise of an event observed during analysis.